Event description:
It was reported that the customer experienced issues with the on/off button of the device not being responsive and the touch screen displaying unexpected screens. Additionally, the customer faced problems with infusion sets coming out. There was no reported impact to the customer¿s blood glucose level. Technical support was advised to document these problems and troubleshoot, while also offering to transfer the concern to a specialized team for further assistance with infusion set troubleshooting.